Manufacturer narrative:
Evaluation of the returned 5f select revealed ovalizations through the length of the device. If the device is manipulated against resistance at extreme angles during use, damage such as this may occur. During functional testing, a demonstration guidewire was advanced through the 5f select with resistance due to the ovalizations. The 5f select with a guidewire within its lumen were unable to be advanced through a demonstration benchmark due to resistance caused by the ovalizations. The ovalizations likely contributed to the resistance while advancing the guidewire wire during the procedure. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a medical procedure for a four vessel angiogram using a neuron select catheter 5f (5f select), wire, non-penumbra wire, and short femoral sheath. During the procedure, upon setting up for the diagnostic angiogram, a 5f select was flushed, but a wire was unable to pass through the lumen of the 5f select. Therefore, the 5f select was removed. The procedure was completed using a new 5f select and the same wire and short femoral sheath. There was no report of an adverse effect to the patient.